Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle link break was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, a prostyle suture break was noticed after successfully harvesting the suture. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle link break was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.